Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ("part of the essure device was removed"), genital haemorrhage ("heavy bleeding") and systemic lupus erythematosus ("autoimmune disorder: lupus") in a 49-year-old female patient who had essure (batch no. A15529) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for birth control: mirena and orthocyclen. Concurrent conditions included female condom, obesity, hypothyroidism, gerd, hypertension and fibromyalgia. Concomitant products included duloxetine hydrochloride (cymbalta) from 2006 to 2015 for fibromyalgia, esomeprazole magnesium (nexium) since 2007 and ranitidine since 2007 for gerd, amlodipine since 2015 and losartan potassium since 2015 for hypertension as well as colecalciferol (vitamin d), folic acid, hydroxychloroquine phosphate (plaquenil), levothyroxine since 2007 and methotrexate. In (B)(6) 2012, the patient experienced weight increased ("weight gain"). On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2014, the patient experienced pelvic pain ("chronic severe pelvic pain"), headache ("headaches"), fatigue ("fatigue"), migraine ("migraines") and dysmenorrhoea ("dysmenorrhea (cramping)"). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criteria medically significant and intervention required), systemic lupus erythematosus (seriousness criterion medically significant), nausea ("nausea"), swelling ("swelling"), arthralgia ("joint pain"), rash ("rashes") and back pain ("back pain"). The patient was treated with surgery (bilateral salpingectomy) and surgery (ablation). Essure was removed on (B)(6) 2015. At the time of the report, the device breakage, genital haemorrhage, nausea, swelling, arthralgia, rash and back pain had not resolved, the systemic lupus erythematosus, pelvic pain and fatigue was resolving, the headache had resolved and the migraine, dysmenorrhoea and weight increased outcome was unknown. The reporter considered arthralgia, back pain, device breakage, dysmenorrhoea, fatigue, genital haemorrhage, headache, migraine, nausea, pelvic pain, rash, swelling, systemic lupus erythematosus and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 34.7 kg/sqm. Hysterosalpingogram - on (B)(6) 2013: total bilateral occlusion. Most recent follow-up information incorporated above includes: on 13-jun-2018: plaintiff fact sheet received. Events per pfs: migraines, dysmenorrhea (cramping), weight gain and autoimmune disorder: lupus. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ("part of the essure device was removed"), genital haemorrhage ("heavy bleeding") and systemic lupus erythematosus ("autoimmune disorder: lupus") in a 49-year-old female patient who had essure (batch no. A15529) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for birth control: mirena and orthocyclen. Concurrent conditions included female condom, obesity, hypothyroidism, gerd, hypertension and fibromyalgia. Concomitant products included duloxetine hydrochloride (cymbalta) from 2006 to 2015 for fibromyalgia, esomeprazole magnesium (nexium) since 2007 and ranitidine since 2007 for gerd, amlodipine since 2015 and losartan potassium since 2015 for hypertension as well as cholecalciferol (vitamin d), folic acid, hydroxychloroquine phosphate (plaquenil), levothyroxine since 2007 and methotrexate. In (B)(6) 2012, the patient experienced weight increased ("weight gain"). On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2014, the patient experienced pelvic pain ("chronic severe pelvic pain"), headache ("headaches"), fatigue ("fatigue"), migraine ("migraines") and dysmenorrhoea ("dysmenorrhea (cramping)"). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criteria medically significant and intervention required), systemic lupus erythematosus (seriousness criterion medically significant), nausea ("nausea"), swelling ("swelling"), arthralgia ("joint pain"), rash ("rashes") and back pain ("back pain"). The patient was treated with surgery (bilateral salpingectomy) and surgery (ablation). Essure was removed on (B)(6) 2015. At the time of the report, the device breakage, genital haemorrhage, nausea, swelling, arthralgia, rash and back pain had not resolved, the systemic lupus erythematosus, pelvic pain and fatigue was resolving, the headache had resolved and the migraine, dysmenorrhoea and weight increased outcome was unknown. The reporter considered arthralgia, back pain, device breakage, dysmenorrhoea, fatigue, genital haemorrhage, headache, migraine, nausea, pelvic pain, rash, swelling, systemic lupus erythematosus and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 34.7 kg/sqm. Hysterosalpingogram - on (B)(6) 2013: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 14-aug-2018: quality safety evaluation of product technical complaint. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ("part of the essure device was removed") and genital haemorrhage ("heavy bleeding") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), pelvic pain ("chronic severe pelvic pain"), nausea ("nausea"), swelling ("swelling"), headache ("headaches"), fatigue ("fatigue"), arthralgia ("joint pain"), rash ("rashes") and back pain ("back pain"). The patient was treated with surgery (part of essure essure removed in (B)(6) 2014). At the time of the report, the device breakage, genital haemorrhage, pelvic pain, nausea, swelling, headache, fatigue, arthralgia, rash and back pain had not resolved. The reporter considered arthralgia, back pain, device breakage, fatigue, genital haemorrhage, headache, nausea, pelvic pain, rash and swelling to be related to essure. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.